Event description:
We were attempting to re-validate our ortho-diagnostics vitros 3600 analyzer for (B)(6) surface antigen (B)(6), because we had seen a shift in our low (B)(6) pt pool samples. We tested 9 confirmed (B)(6) from a reference lab (B)(4), none of which were (B)(6) by our ortho assay. We sent 4 of these samples to a nearby hospital, and all were (B)(6) by a 3rd method (roche). Reference (B)(4).